Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and from the information obtained, it is likely that manual cleaning cannot be continued when water leakage is detected. Therefore, it is possible that the user sent the device to olympus without reprocessing. As a result, foreign material (molybdenum disulfide powder) may have remained in the area. However, a definitive root cause could not be determined. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the gastrointestinal videoscope exhibited foreign material from the forceps channel.there was no patient involvement in this event.